Event description:
Loss of vision/temporary blindness, very painful eyes, eye discharge, swelling of the eyes, light sensiative, temporary loss of daily activities, time spent out of work, out of pocket cost of treatment -copays- and eye medications. Was using bausch and lomb renu with moistureloc multi-purpose solution at or around time of vision complications.